Manufacturer narrative:
(B) (4): results - product performance engineering was unable to perform an eval at the time of this report. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and outer member. There was no contrast on the guide wire exit notch. The stent implant was stationary on the balloon between the markers. The balloon was tightly folded. There was foreign material on the entire length of the stent implant was what appear to be fibers. There was no damage noted to the stent implant and sds. The tip seal length was measured and met mfg criteria. A snap gage was used toe measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. The sds was sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: foreign material could cause or contribute to pt injury. Device issue: foreign material on device. It was reported that the pt had an st elevation and there was difficulty wiring the vessel. An asahi guide wire was unable to cross the lesion, but an another company's guide wire was successful with some work. The lesion was pre-dilated and a 2.0 promus stent was deployed successfully. An attempt was made to go distal to this stent with a 2.5 x 15 mm promus stent but it would not cross the lesion. When the stent delivery system (sds) was removed from the pt, there were pieces of wet gauze stuck to the end of the stent. It is unk how the material got on the stent and whether it was from the prep table. The 2.5 x 15 mm promus sds had only entered the pt once. There was no pt effects reported. No additional event or pt info is available. (B) (4)